Manufacturer narrative:
The device was returned for analysis. The reported ¿difficulty removing the needle plunger after suture deployment¿ was not confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an endovascular treatment (evt) interventional procedure. Reportedly, there was difficulty removing the needle plunger after suture deployment. The foot of the proglide was then retracted and the proglide device was pulled back. The physician cut the suture near the foot of the device. The guide wire was reinserted and the proglide device was removed from the patient anatomy. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.